Event description:
It was reported that a patient who underwent an unspecified breast surgery with mentor artoura plus, smooth, ultra high profile 535cc tissue expanders developed some erythema bilaterally post implantation. The patient presented without signs of infection and the redness was atypical. The healthcare provider raised the possibility that there was an allergic reaction to the implants. As a result, the patient underwent bilateral explantation on an unknown date. This medwatch report is for the patient¿s left breast tissue expander.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: erythema, possible allergic reaction. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).